Manufacturer narrative:
D4: UDI is unknown as serial number was not provided for this complaint. If information is provided a supplemental report will be sent.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6). G5: 510k is unknown at the time of the report. D1, d2, and d4: product information is unknown at the time of the report.

Event description:
Customer reported the desat alarms did not sound. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
The customer reported the desaturation alarms do not sound. Customer wanted to change the configuration. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The customer spoke with the remote service engineer(rse). It was noted the issue was only present during use. The issue could not be confirmed on the simulator. Customer requested a procedure to adjust the alarm frequency and volume configuration. Rse provided. G5: good faith efforts have been completed to request product information but the information is still unknown. Based upon gfe response, it is believed the customer was referring to their mx700 device, however, this is an educated belief. To avoid having no model number in the emdr follow up report, mx700 will be used. If additional information regarding the product used is received, the complaint will be reopened and a supplemental report sent. H3 other text : customer refused.